Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The device was not returned to the manufacturer for evaluation. The customer did not have repair information. They did state the device is currently running without issue and in patient use.